Event description:
The customer repotted the ventilator alarmed with a blower issue. The biomedical engineer confirmed in the event log that the issue was a blower high temperature. This event was reported to have occurred during patient use. There was no patient harm. The customer spoke with a remote service engineer and stated the filter is good and cooling fan is operating fine. The customer ran ventilator for many days and was unable to duplicate the issue. The ventilator was tested and returned to use. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.